Event description:
Additional information received reported although it has not been determined, it is possible that the tip was damaged for some reason because the expansion failure of the tip was recognized from the beginning of deployment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right internal carotid-posterior communicating artery. The max diameter was 5.2mm, and the neck diameter was 3.4mm. The patient's vessel tortuosity was moderate. The landing zone was 3.2mm distal and 4.1mm proximal. The access vessel was the right ica, which was 3.2mm in diameter. Dual antiplatelet treatment was administered. It was reported that more than 50% had been deployed when the pipeline failed to deploy, and the device was resheathed more than 3 times. The pipeline was not placed in a tortuous part of the blood vessel. No other devices were used to open the device. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were normal. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.